Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The visual investigation of the complaint awl shows that the tip is cracked. It is possible that far too much mechanical force had been applied, in a slanting direction, or possibly the guide wire was hit and resulted in the damage of the tip. The complaint has been determined to be invalid. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
The tip of the awl was noticed to be broken off during cleaning. This is 1 of 1 report for this complaint (B)(4).